Event description:
The customer reported that after the nurse changed out the tpn and intralipids infusions, the extension set cracked and leaked at the female luer when a non-carefusion connector was attached. The patient was not harmed however, per the facility's policy regarding any event in which a line was compromised, a cbc and blood culture were drawn.

Manufacturer narrative:
(B)(4). The customer's report of a leaking extension set was confirmed. During visual inspection it was observed that the female luer had a vertical hari line crack that measures 0.4760 inches. The female luer was inspected under a microscope and stress marks were noted on the inner wall of the luer. Functional testing was performed and a leak was observed as fluid flowed through the crack on the female luer. The root cause of the leak was identified as a crack. The cause of the crack was not fully identified.